Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® sst blood collection tubes had problems with red cell rings and hemolysis. No serious injury or medical intervention reported.